Manufacturer narrative:
At the time of the drain incident, reagents were not being exchanged by the technicians and the waste line from the xt-4000i was not being manipulated by the technicians. No documentation was provided to support that the sysmex analyzer was the direct cause of this event. Waste fluid is likely to be contaminated with bio-hazardous material that may contain blood-borne pathogens. No evidence was provided to suggest that an actual device failure occurred or failed to perform within specifications. Sysmex operator's manuals and instructions for use (IFU) discuss safe handling of the analyzer's, reagents and waste. These manuals clearly identify the waste as potentially infectious, despite the dilution of blood samples as part of specimen processing. Waste fluid also contains reagents that can cause irritation. It is unknown if personal protective equipment (ppe), such as goggles, face shield, or mask as required in the occupational safety and health administration (osha) blood borne pathogen standard, 29 cfr 1910.1030, were in use. Clinical laboratory employees are required to observe a "universal precautions" approach to infection control in which all human blood and certain body fluids are treated as if known to be infectious for hiv, hbv, and other blood borne pathogens. The specific requirement states: "masks, eye protection and face shields. Masks, in combination with eye protection devices, such as goggles, or glasses with solid side shields, or chin-length shields, shall be worn whenever splashes, spray, spatter or droplets of blood or other potentially infectious materials may be generated and eye, nose, or mouth contamination can be reasonably anticipated." Employee safety regulations are required by the occupational safety and health administration (osha) in the united states and are to be enforced by the individual employer. The xt-4000i operators manual / instructions for use (IFU) contain chapters on safety, reagent handling and waste handling and clearly identifying the waste as potentially infectious, despite the dilution of blood samples as part of specimen processing. The user is responsible for proper waste disposal and for developing an individual protocol regardless of whether the instrument waste is collected in cubes or piped down a laboratory drain. They are also responsible for proper upkeep and maintenance on laboratory plumbing which was the cause of the technicians' exposure in this instance. This incident is clearly an accidental exposure;this incident is a user error. The user required medical intervention; that is treatment and testing for exposure to hepatitis, hiv and other infectious diseases, to preclude permanent impairment of a body function or permanent damage to a body structure. Anyone coming in contact with biohazards is required to follow all osha requirements for ppe and anyone handling sysmex instrumentation must follow safety requirements contained in the operator's manual. These instructions were not followed, necessitating reporting of the issue.

Event description:
The operator of a xt-4000i was near the sink, with the waste drain, when the waste line pulled out of the sink and splashed waste onto the operator's eyes and face. The waste drain is shared with lines from other analyzers. The operator flushed her eyes /face with water and sought medical attention in the emergency room (ER) where blood was drawn for exposure to blood-borne pathogens. The operator also obtained antibiotics from an ophthalmologist. The operator has since returned to work. It is unknown if the operator was wearing appropriate personal protective equipment (ppe) to help prevent exposure to waste fluid making contact with skin or mucous membranes. A field service engineer (fse) was dispatched to evaluate and secure the waste line. The fse reported that when the waste drain was originally set up approximately 12 inches of the waste line extended into the sink and the tubing was zip tied to the back side of the faucet; which is about 8 feet from the instrument. The fse noted that the drain is now shared with drain lines from other analyzers and the zip tie has since been removed. The fse pulled the drain line to about two inches from the top of the drain and ran samples through the analyzer and the line flexed, but did not pull out of the drain. The fse pushed the waste line down into the drain and secured the waste line with a zip tie to the faucet.